Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that a red call doctor (rcd) alert was recorded on this implantable cardioverter defibrillator (ICD). Technical services (ts) reviewed the device data and observed the rcd alert was due to high out of range shock impedance measurements greater than 125 ohms on the right ventricular (rv) channel. No adverse patient effects were reported. This ICD remains in service.